Manufacturer narrative:
E1 - initial reporter hospital: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the unit was returned inside the hoop. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked. The introducer sheath was inspected, and no anomalies was noted, the twist lock had been opened. The main coil was found kinked and stretched. The delivery wire was inspected, and it was found with a rough surface. No more damages were found in the returned device. Functional inspection revealed that the delivery wire was advanced through the introducer sheath without problems, no resistance was noticed. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of mian coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection revealed that the components were within specification.

Event description:
It was reported that thrombus was noted. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified internal iliac artery. A 20mm x 40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil became stuck in the mid part of the catheter. Consequently, only the coil was pulled out as it was. Another attempt to insert the coil was done; however, it still did not work. Physician's comment was thrombus might have occurred due to the fiber in a part in the catheter. The thrombus was treated and the procedure was completed with another of the same device. No further patient complications and no health hazard was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombus was noted. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified internal iliac artery. A 20mm x 40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil became stuck in the mid part of the catheter. Consequently, only the coil was pulled out as it was. Another attempt to insert the coil was done; however, it still did not work. Physician's comment was thrombus might have occurred due to the fiber in a part in the catheter. The thrombus was treated and the procedure was completed with another of the same device. No further patient complications and no health hazard was reported.